Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that or staff noted a burn mark on the karl storz high frequency bipolar cord (uh801) upon completion of the urology procedure. The burn mark was located on the cord where the electrode connects to the cord. This was the 3rd instance of staff noting a burn mark on a karl storz uh801 bipolar cord following the completion of a procedure.